Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined further information was requested but not received.

Event description:
During follow-up, loss of sensing and loss of capture due to dislodgment was noted on the right atrial lead. The lead was repositioned to resolve the event. The patient was in stable condition.